Event description:
Endoleak (type ii). On april 5, an evar was performed and successfully completed without any endoleaks. One week later, a follow-up CT revealed retention of contrast media in the aneurysm and it was determined to be endoleak type ii. Operation type: evar: ancillary devices used: 28-l2-24-080u, 28-l2-24-100u. (Tc#(B)(4)). Patient outcome - "the patient's health damage was not serious. The patient has recovered and is under observation."